Event description:
It was reported that patient received inappropriate therapy due to noise. Fracture was suspected. The physician capped and replaced the lead. The patients status is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.